Event description:
It was reported that during an angioplasty of a stenosis in an upper arm av fistula, that after the balloon was inflated to 15 atm, the doctor had difficulty deflating the balloon. The doctor was able to deflate the balloon enough using a 20cc syringe and then pull it out through the sheath. There was no patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This included inflation and deflation tests performed during the manufacturing process. The returned sample was evaluated. The balloon was inflated to rated burst pressure and deflated. Deflation time was slow. Initial inspection of the port hole did not show any visual defects. The balloon was dissected. Inside the outer shaft, there was an obvious compression ring that inwardly collapsed 360 degrees around the outer shaft. The result of the investigation is confirmed. The likely root cause was the compression ring that allowed the balloon to be inflated. This may have caused interference upon deflation. The exact root cause of the compression ring is unknown.